Event description:
Multiple coils failed to advance through micro catheter. Manufacturer response for coil, target helical nano 1mm x 3cm, (brand not provided) (per site reporter). No response after shipping label provided. Manufacturer response for coil, target helical nano 1mm x 3cm, (brand not provided) (per site reporter). No response after shipping label provided. Manufacturer response for coil, target tetra 1.5mm x 3cm, (brand not provided) (per site reporter). No response, still waiting on shipping label.